Event description:
(B)(4) clinical study. It was reported that during a stenting treatment procedure, a plaque shift and partial vessel occlusion occurred. The 100% stenosed and 10mm long target lesion was located in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 2.5mm. The lesion was treated with predilation and a 2.5x24mm taxus liberte stent was deployed resulting in 0% residual stenosis. However, at the time of stent deployment, plaque migrated causing a sub-total occlusion of the second diagonal branch increasing the ostial stenosis from 40% to 80%. Additional balloon dilations were performed resulting in 40% residual stenosis of the second diagonal ostium. Timi-3 flow was maintained throughout the procedure. The patient was discharged 1 day later.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).